Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was implanted with a bifurcated stent graft and an infrarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of an indeterminate endoleak (possible type 3a or 3b). The physician elected to reline the original stent with a non- endologix stent the reline was successfully. The patient was reported as doing well. As of the date of this report, the patient is reported to be stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.